Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac kit and watchman access system (was) and 27 mm watchman flx pro closure device and delivery system (wds) were selected for use. The transesophageal echocardiography (tee) imaging was difficult to visualize the laa. The transseptal puncture was performed and the wds was prepped, advanced, and deployed in the laa. After a recapture of the closure device, the patient became hemodynamically unstable with a drop in blood pressure. A pericardial effusion was found, and the procedure was cancelled. A pericardial drain was placed to treat the effusion, and protamine along with pressors were administered to treat the blood pressure. Approximately 600 cc of fluid was removed and auto-infused back to the patient via cell saver. Cardiothoracic (CT) surgery was at the beside for assessment, however no surgical intervention was required. The patient stabilized, and the pericardial drain was left in place. The patient was transferred to cardiac care unit (ccu) for recovery and was reported to be doing well. The laac procedure will be reattempted at a later date. The device is not expected to be returned for analysis. The effusion happened after the watchman device was inserted, there was no versacross devices in the body at the time. The was hospitalized due to other medical issues.